Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, it was reported that the initial reason for the patient's aortic valve replacement was due to endocarditis. It is unknown whether the patient's infection may have contributed to the patient's pvl postoperatively. There are also technique and anatomical related factors that may contribute to pvl. There is insufficient information available to conclusively determine the root cause of this event. However, there has been no indication or allegation of a product malfunction and/or deficiency. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was that this 3300tfx 23mm aortic valve, implanted for 2 months, was explanted due to perivalvular leak (pvl). The patient originally had aortic valve replacement due to endocarditis. Percutaneous attempt at closure of the pvl was made with unsuccessful results. Another valve of the same model and size was implanted in replacement. The patient also underwent a mitral valve replacement. It was reported that the patient has expired. The cause of death is unknown. No other details provided.